Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2 functional tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. A mitraclip xtw was attempted to be implanted. After the lock line was removed from the clip a complete detachment (expulsion) occurred and the clip was no longer attached to either of the leaflets. The mitraclip xtw was retrieved using a lasso catheter and was successfully removed from the patient. A second mitraclip xtw clip was selected and was attempted to be placed in the same location as the first clip, however this was unsuccessful. The clip was removed and the procedure was discontinued without implanting a clip. The final tr remained at grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2 functional tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. A mitraclip xtw was attempted to be implanted. After the lock line was removed from the clip a complete detachment (expulsion) occurred and the clip was no longer attached to either of the leaflets. The mitraclip xtw was retrieved using a lasso catheter and was successfully removed from the patient. A second mitraclip xtw clip was selected and was attempted to be placed in the same location as the first clip, however this was unsuccessful. The clip was removed and the procedure was discontinued without implanting a clip. The final tr remained at grade 2. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported image resolution poor was related to procedural conditions as imaging quality was reported to be suboptimal. Expulsion of the clip per the physician was due to the thin leaflets (patient conditions). The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.